Manufacturer narrative:
The pump was returned for investigation. No physical damage was observed on the returned product, other than a cannula kink near inlet cage. The pump was then soaked in a bucket of water to remove dried blood. Biomaterial was found inside the cannula at the inlet cage after soaking the pump. The pump was then tested in the bucket of water and ran according to specifications. The pump was also primed, and purge-related issues were noted. As per the given clinical information, the pump flow was reduced, and the doctor confirmed that the pump was away from the mitral valve and some way interacted with papillary muscle. Pump flow was not improved after repositioning. The data log showed no signs of motor current spikes during the low pump flow event. It was confirmed that flow dropped gradually on a steady pressure level of p5. Additionally, there was a cannula kink, and biomaterial was observed on the returned product, but pump flow was within specification limits during test. The cause of the low pump flow issue was not determined since the issue could not be reproduced on the returned product, and the data logs were not sufficient to derive the root cause without adequate clinical information. The cause of the vascular damage issue was not determined since sufficient information was not provided. The relation between the nosebleed and the impella was unknown. As the necessary information was not provided, the root cause of the thrombus and vt/vf was not determined. B2 life threatening was erroneously selected on the initial manufacturer device report number 1220648-2025-27714.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and during support the patient developed a nosebleed approximately 13 days after start of the support. Heparin was stopped in response to the condition. Three days later, a reduction in flow was noted. The pump was repositioned to troubleshoot the issue, after which the patient went into a three-minute run of ventricular tachycardia as reported under the abiomed's long-term outcome and quality indicator impella registry noted with a definite relationship to the impella device used. Bedside echo performed. Impella measuring 5.1 and appears to possible be suctioning on mitral valve. Impella rep notified and interventional fellow on call came to bedside as well as impella rep. During this time, patient motor current wave form flattened, and flows reduced from 2.5 to 1. Nipride stopped. During repositioning and evaluation patient went into sustained ventricular tachycardia, given a push of amiodarone with eventual chemical conversion back to normal sinus rhythm right before anesthesia arrived at bedside. Unable to get a cuff pressure during this time and r radial arterial line was placed by anesthesia. A line and impella pressures seem to be correlating. The patient remained alert and oriented throughout the event. Ldh and lactic acid after event were normal. The patient was transported to operating room for impella replacement due to the low flow with flat motor current. A clot was visualized on the device. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿